Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The reported needle to cuff miss was not confirmed as not all components were returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The patient effect of hematoma is listed in the electronic perclose prostyle instructions for use as a possible adverse event of use of the device. Based on the reported information and observations from the returned analysis, the investigation determined that the reported issue and subsequent treatment appear to be related to operational context. It is likely that an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. The patient effect of hematoma is a known risk of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a prior to percutaneous coronary interventional procedure using a 7f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred with both prostyle devices. The pre-close technique was abandoned. A hematoma was noted and was resolved with manual compression to achieve hemostasis. A clinically significant delay in the procedure was reported. No additional information was provided.